Event description:
Healthcare professional (hcp) reports one incident of a blood leak which occurred at the start of pt's treatment. Incident was noted by leak alarm and blood was visible in the dialysate. Blood leak was also confirmed with hemastix. At the time of the reported incident, treatment was discontinued and the blood was returned to the pt. Two sets of blood cultures were drawn, which tested negative. Treatment was resumed with new disposables, and the pt was treated prophylactically with vancomycin and tobramycin (doses unknown). No pt injury reported per hcp.